Manufacturer narrative:
Assembly batch 6271930 had 17 visual inspections performed on (B)(4) parts with zero defects noted. One sample was returned. There was a black, plastic bristle in the shield. As the shields are orientated in the shield hopper for assembly, there is a rotating brush that keeps the shields from piling up and blocking the feeder lanes. The bristle in the shield appears to have come from this brush. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that black foreign matter was found on the 20g x 1.5 in. Bd precisionglide¿ needle before it was used. There was no report of injury or medical interventions.